Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 342 mg/dl with a trace of ketones and a correction bolus was delivered to address the high bg level. After the alarm, the customer would change the supplies on the pump and resume insulin delivery.